Event description:
It was reported that the customer delivered a correction bolus due to a blood glucose (bg) meter reading of 297 mg/dl. Shortly thereafter, customer tested again and result was 142 mg/dl. Customer surmised that the first meter reading was incorrect. Customer wanted to cancel the correction bolus to the incorrect meter reading. During troubleshooting with tandem technical support, customer understood that the bolus had already been delivered and could not be canceled. Customer indicated that carbs would be consumed to prevent bg level from going low. At the conclusion of the reported event, the customer's bg level was 150 mg/dl. Customer declined any further assistance.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.